Event description:
When the lens was being pushed down the barrell of the delivery device, it exited through the side of the delivery device, bending the haptic.

Manufacturer narrative:
Results: delivery device used with this lens was not returned.